Event description:
During use in the patient of the tempo diagnostic universal flush (uf) catheter, the catheter almost separated and the wire came out the side. There was no patient injury. Another tempo catheter was used to complete the procedure. The target lesion is the iliac bifurcation which is mildly tortuous and calcified. The device was handled according to the instruction for use (IFU). There were no difficulties removing the product from the packaging. There was no resistance with advancing or withdrawing the catheter. There were no excessive force used anytime during the procedure. The device is available for analysis.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use in the patient of the tempo diagnostic universal flush (uf) catheter, the catheter almost separated and the wire came out the side. There was no patient injury. Another tempo catheter was used to complete the procedure. The target lesion is the iliac bifurcation which is mildly tortuous and calcified. The device was handled according to the instruction for use (IFU). There were no difficulties removing the product from the packaging. There was no resistance with advancing or withdrawing the catheter. There were no excessive force used anytime during the procedure. The device is available for analysis.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use in the patient of the tempo diagnostic universal flush (uf) catheter, the catheter almost separated, and the wire came out the side. There was no patient injury. Another tempo catheter was used to complete the procedure. The target lesion is the iliac bifurcation which is mildly tortuous and calcified. The device was handled according to the instruction for use (IFU). There were no difficulties removing the product from the packaging. There was no resistance with advancing or withdrawing the catheter. There was no excessive force used anytime during the procedure. One non-sterile cath tempo 4f uf 65cm 5sh unit was received for analysis. No anomalies were observed during visual inspection. Functional analysis was performed by completing a flushing test and no leaks, difficulty or anomalies were noted on the unit. A product history record (phr) review of lot 18053427 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported customer event ¿catheter (body/shaft)-cracked in-patient¿ could not be confirmed as this condition was not observed during analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Exposure to temperatures above 54°c (130°f) may damage the catheter. To prevent damage to the catheter tip during removal from the package, grasp the hub and gently withdraw the catheter.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.